Manufacturer narrative:
The report received via a revive ic physician evaluation form indicated that during use of the revive ic over a prowler plus microcatheter the patient experienced a mild to moderate vasospasm without requiring treatment. Additionally it was indicated that the revive did not track well through the internal carotid artery (ica). It required great force/pressure causing the 6f shuttle to migrate proximally and while tracking the revive ic past the turns in the ica a dissection was noted. It was reported that it is thought that the dissection occurred either when pushing through the 360 loop of the ica or when pushing through the other 90 degree turns. The amount of force/push through both was the same so it is hard to distinguish when exactly the dissection occurred. The case was continued while observing for dissection resolution. The procedure was a phase 2 embolization of a left frontal vascular malformation. A 6 french shuttle was placed with the 044 revive ic tracked over a prowler plus using an 0.014 transcend floppy guidewire. Overall the physician felt that the revive made the case more difficult took longer and caused a complication. This patient was previously treated with a 6 fr envoy left proximal to 360 loop of ica with no issues. It was reported that the revive is less flexible proximally; the catheter was stiff yet stable. The devices are not available for analysis. The lot number of the prowler plus is not known; therefore, a device history record review cannot be completed. A review of revive ic lot f73439 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Vasospasm and dissection are known possible adverse events that may complicate an endovascular and are listed in the instructions for use as possible complications. Clinical and procedural factors including vessel characteristics, tortuosity, device selection, and manipulation are all factors that may contributed to the reported events. With review of the reported information and available device history records there is no indication of any manufacturing issues related to the events; therefore, no corrective actions will be taken at this time.

Event description:
The report from revive ic evaluation form indicated that a 6 french shuttle was placed and then a 044 revive will be tracked over prowler plus and used a .014 transcend floppy guidewire. Patient experienced a mild to moderate vasospasm. No meds given to treat, then revive was placed with a prowler select plus microcatheter, revive did not track well through the ica, it required great force, great pressure causing the shuttle to migrate proximally. While tracking the revive past the turns in the ica, md noticed a dissection occured, md feels dissection occurred either when pushing through the 360 loop of the ica or when pushing through the other 90 degree turns, the amount of force/push through both was the same so it is hard to distinguish when exactly the dissection occurred. As this point the md proceeded with the case and would observe the dissection for resolution. The revive remained at the prox ica, then the mirage microcatheter was placed through the revive/prowler select plus without issue and was placed into the nidus of the vascular formation. Overall the physician felt that the revive made the case more difficult, took longer and caused a complication, this patient was previously treated with a 6 fr envoy left proximal to 360 loop of ica. With no issues, he also uses either the penumbra .054 and .032 and or the .041 penumbra with prowler select lp, he has never had a dissection. He also feels revive is less flexibility proximally. He did comment that he liked the available lengths and thought the catheter was stiff yet stable.

Manufacturer narrative:
Concomitant devices used: unknown prowler select plus microcatheter, unknown mirage microcatheter, 6fr. Shuttle,transcend .014 guidewire, marathon microcatheter. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00753 and 1058196-2012-00387. (B)(4). The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device for analysis and based on the available information no definitive conclusion can be made. A review of the manufacturing documentation associated with this lot f73439 presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.note: additional information and evaluation codes will be submitted within 30 days.